Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error 800.8000. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: manufacturing location. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. Investigation summary: the reported device error 800.8000 was confirmed during the review of the device logs but couldn¿t be replicated during testing. The pcu errors were unable to be replicated after extensive infusion runtime. Alaris system maintenance testing observed the pcu passing the preventive maintenance tasks. A review of the pcu error logs showed 10 instances of error 800.8000 (pcu15_general_os_failure) recorded on (B)(6) 2025 at 10:58:51 am. On (B)(6) 2025, at 9:18 am, the last infusion before the recorded malfunction was programmed with a rate of 1.5ml/h and vtbi (volume to be infused) of 14.2625ml. The profile in use was identified as ¿umh (B)(6) 2025¿. The infusion started with a pvi (primary volume infused) of 9.8291ml. At 9:57 am the infusion ended, and the system was powered off with a pvi recorded of 120.006ml. No errors or malfunctions related to the reported issue were found in the event log. At the time the error was recorded in the error logs, the pcu was not in use. No further infusions were performed the day of the reported event. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center device was opened for investigation, please re-torque all screws. Please, replace the logic board as preventive action. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported ¿device had error 800.8000¿ was not able to be identified from the log analysis or the device extensive laboratory testing. However, a probable root cause could be attributed to a defective pcu logic board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error 800.8000. There was no patient involvement.